Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an event which triggered a shock on their implantable cardioverter defibrillator (ICD), however the icm did not detect the episode. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.